Manufacturer narrative:
An event regarding loosening involving a primary tritanium hemi cluster hole cup 54mm was reported. The event was not confirmed. Method & results: device evaluation and results: visual, dimensional, and functional inspection were not performed as the item was not returned. Device history review: review of the device history records indicates devices were manufactured and accepted into final with no reported discrepancies. Complaint history review: there have been no similar previous reported events for this lot ID. Conclusions: the event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
Revision of hip due to loose cup.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Revision of hip due to loose cup.